Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the presence of motor rate error. The probably cause is normal wear of drivetrain parts. The device was put on hold because inventory is out on top cases. The repairs will resume when components are back in stock.

Event description:
It was reported that the pump had physical damage to the top housing and plunger head and it emits motor rate alarms. Per reporter, the event occurred during preventive maintenance testing. There was no patient involvement. Evaluation of the returned device confirmed the motor rate error during review of the event history log.